Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m9132h. The device was received with the I-blade upper tip broken off not returned. Upon visual inspection to the device no anomalies were noted with the jaw as reported in the event description. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap. Band to gastric bypass procedure, during the tissue take down sound, the esophagus the jaw of the enseal broke. Case completed with another device of the same product code. There were no patient consequences reported.